Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery since the night before. The customer changed the battery and set but alarm is recurring. Blood glucose value was 596 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit the tubing. The customer removed the infusion set and found the cannula was bent. Blood glucose at the end of the call was 583 mg/dl; customer would be treating with manual injection.